Event description:
I used renu with moisture loc contact lens saline solution from 04/01/2004 through 04/25/2006. In 2005, I had an eye infection which I was on antibiotics. I was diagnosed with a bacteria infection. The doctor was not sure what kind of infection it was so she said it was some type of infection of some sort. Since my treatment of antibiotics I have recurring infections. My cornea is scratched. I still have to put drops in my eye 4 times a day. Also I am sensitive to light, loss of vision, my eye turns red, discharge. My doctor told me to stop using renu with moisture loc.